Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The boston scientific field representative performed troubleshooting with no success in interrogating the device. An invasive procedure was performed to explant and replace the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the inability to be interrogated.